Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported due to an unrelated infection the patient developed. The patient¿s system was interrogated and the right ventricular lead exhibited no capture. Due to the unrelated infection and right ventricular no capture, the system was explanted on (B)(6) 2018. A temporary system was implanted. The patient was stable throughout.